Event description:
It was reported that this electrode and associated subcutaneous implantable cardioverter defibrillator were explanted due to infection and sepsis. No information was available regarding reimplantation. No additional adverse patient effects were reported.